Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that ¿the pump broke¿ and was replaced. The patient was having ¿similar symptoms¿ to the event reported in manufacturer¿s report # 3004209178-2013-15113. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: patient felt periods of drowsiness and withdrawal. No changes in expected and actual volume; pump logs were normal. Saline placed in the pump and patient was doing 'ok' per healthcare provider. It was also noted that patient had always been sensitive (not specified to what, assumed to be drugs,). Patient was doing fine currently. At the time of the event patient was taking percocet. Pump delivered hydromorphone and clonidine. Pump was indicated to have been returned, however it was not received by the manufacturer.